Manufacturer narrative:
(B)(4). The alleged faulty alarm cable assembly was received by carefusion on 07/22/2011, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete a follow-up medwatch will be submitted. A review of the carefusion complaint system for the past 90 days resulted in zero verified like failures, thus at present carefusion considers this to be an isolated incident.

Event description:
The following info concerning the event was copied by a carefusion tech support specialist from an e-mail from the foreign distributor. "The alarm is not working. The alarm did not beep when I turn the device on. Even the alarm on uvt mode, I could not hear any alarms."